Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:38:30. During night drain cycle two, the patient's ultrafiltration reading was 2623ml, indicating the home patient (hp) drained 2623ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. An increased intra-peritoneal volume (iipv) event was not confirmed. The actual drain volume during drain two staring on (B)(6) 2011 was 2316ml, which does not meet iipv criteria for the last prescribed fill volume (lpfv) of 2300ml. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.